Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "head". No patient was involved. A getinge field service technician (fst) was onsite for investigation. The fst troubleshooted the device and could confirm the reported error message: "head". The fst replaced the optical tacho board. After replacement the device was checked according to factory's specification and all tests passed. The device was put back in clinical use. The defective board was not available for an investigation. However the reported error message: "head" has been investigated in a previously complaint. The most probable root cause could be determined as a broken wiring of the optical tachoboard. Further the reported error message: "head" could be determined to the following most probable root cause according to the risk management file: (total) fail of device because of: - defective tacho. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message "head". No patient involvement reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message "head". No patient involvement reported. Reference number: (B)(4).